Event description:
It was reported that the patient with this implantable pacemaker device not sure if the device was working correctly. This device remains in service. No adverse patient effects were reported.